Manufacturer narrative:
The event unit is not returning to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: parotidectomy. Event description: the surgeon reports a standard procedure, however the upper branch of the facial nerve no longer responded at the end of the procedure. On the last few activations when the parotid gland was freed, he observed a more important thermal spread. According to the surgeon, the nerve did not appear to be sectioned nor damaged. There were no alarm. Additional information received by email from applied medical representative on 22oct2020: to the question how close to the nerve the device was being used, the surgeon said far enough away so as not to come into contact patient status: facial paralysis.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to replicate the complainant¿s experience. In the absence of the event unit, applied medical is unable to confirm whether a product malfunction occurred. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: parotidectomy. Event description: the surgeon reports a standard procedure, however the upper branch of the facial nerve no longer responded at the end of the procedure. On the last few activations when the parotid gland was freed, he observed a more important thermal spread. According to the surgeon, the nerve did not appear to be sectioned nor damaged. There were no alarm. Additional information received by email from applied medical representative on 22oct20: to the question how close to the nerve the device was being used, the surgeon said far enough away so as not to come into contact additional information received by email from applied medical representative on 12nov20: no intervention was necessary. For the current status of the patient you have to wait to see the recovery. The facial paralysis was temporary. Patient status: facial paralysis